Event description:
Home pt contacted baxter's technical assistance line to report their transfer set came apart during therapy. Follow up with the nurse indicated that the clamp of the transfer set was broken. Per the nurse, the pt's transfer set was changed and 2 grams of vancomycin was administered for a 6 hour dwell time. Per the nurse, no pt injury was associated with this incident.